Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination identified a tear/dissection located approximately 26mm distal to the strain relief and is referenced in photo. A microscopic examination identified that there is no damage or scratching to the surface of the shaft. A microscopic examination identified a small tear/dissection in the inner shaft at the same location as the tear/dissection in the outer shaft. The damage to the inner and the outer shaft is consistent with a sharp object coming in contact with the polymer extrusion shaft. It is noted that the location of the dissection, approximately 26mm distal to the strain, that this section of the device would not have entered the patient. Therefore the damage to the shaft occurred outside the patient. An examination of the shaft material identified no issues which could potentially have contributed to this complaint. The device was received with the balloon protector in place. After the removal of the balloon protector a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be leaking from the tear/dissection of the polymer extrusion shaft, due to the tear/dissection in the shaft it was not possible to test for balloon leaks. It is likely that the reported complaint of balloon burst relates to the shaft tear/dissection. A further microscopic examination did not identify a hole in the balloon. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and microscopic examination found no issue with the blades. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The very much stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon rupture upon first inflation for approximately one minute. The balloon was then removed through the sheath. The procedure was completed with a different device. No complications reported and the patient condition was good.

Event description:
It was reported that the balloon ruptured. The very much stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 7.00 mm / 2.0 cm / 90 cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon rupture upon first inflation for approximately one minute. The balloon was then removed through the sheath. The procedure was completed with a different device. No complications reported and the patient condition was good.